Event description:
It was reported that the patient experienced abnormalities during a sleep study that corresponded with the vns settings. It was planned to repeat the sleep study with the magnet over the vns to determine if stimulation was the cause of the abnormalities. No further relevant information has been received to date.